Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02936. It was reported that the patient was unable to set their ipg to MRI mode due to one of their l1 leads having high impedances. The patient may undergo surgical intervention to address the issue. It is unknown which lead has high impedances so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received determines that the l1 lead had migrated, and the l2 lead had high impedances. As a result, the leads were explanted and replaced. Effective therapy was established post-operatively.